Manufacturer narrative:
The available information suggests the device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that an unidentified device exhibited shock impedance measurements of 125 ohms. Boston scientific technical services (ts) discussed programming options, which would be discussed further with the physician. The patient and device information was requested; however, was not available. No adverse patient effects were reported. The device remains in service.